Event description:
A malfunction was reported with the pump, displaying malfunction code 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump.